Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image went blank on the connected glidescope video monitor screen. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The reported glidescope spectrum smart cable was returned to verathon for evaluation along with the glidescope video monitor used in the procedure. A verathon technical service representative evaluated the returned smart cable and confirmed the reported image issue. When connecting the returned smart cable first to a known, good, test glidescope single-use video laryngoscope, the smart cable functionality was normal; no issues were found. The verathon technical service representative next proceeded to connect the smart cable to a known, good, test glidescope video baton 2.0 large. The verathon technical service representative reported that when the smart cable was connected to the test video baton, the connected video monitor would intermittently provide no image. The camera image quality test was performed and failed for the reported glidescope spectrum smart cable. The verathon technical service representative also evaluated the returned glidescope video monitor and besides damage found to the video monitor's outer housing, there were no issues found that would have caused the original reported image issue. The camera image quality test was performed and passed for the glidescope video monitor. The reported image issue was isolated to just the glidescope spectrum smart cable. Upon completion of the evaluation the reported glidescope spectrum smart cable was returned "as-is" to the customer per their request as there are no repairs available for this device. The housing damage found to the returned video monitor was repaired and returned back to the customer along with their smart cable. Corrective action is currently not required at this time. Verathon will continue to monitor for trends.